Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was reported to be due to touch contamination (no further detail). The patient was hospitalized for the peritonitis and discharged the following day. Two days after being discharged, the patient was given a dose of vancomycin, 2 grams intraperitoneally (ip). Three days later, and four days after that, the patient was given an additional dose of ip vancomycin, 2 grams each day. On an unreported date, the patient was retrained in proper aseptic technique and was recovered from the event. Pd therapy was ongoing. No additional information is available.